Manufacturer narrative:
The device in this case has not been returned. No photographs were taken of the device. The device history was reviewed and no excursions were noted. Device not made available.

Event description:
During a procedure, physician used a choice pt wire and a tsx transseptal needle. The choice pt wire was put through a transseptal introducer and then put into the left atrium. When the physician was pulling back, apparently the wire kinked. When he tried to pull the wire back against the kink, the dilator tof the sheath took off the tip of the wire. The physician completed the case and he tried to retrieve the actual piece and was not able to do so. No patient complications were reported.